Event description:
They were unable to capture a patient's heart-rhythm while pacing. Complainant indicated that the clinician obtained another device and were able to capture the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.